Event description:
It was reported that during a da vinci si pulmonary lobectomy the plastic stabilizer that joins up the tip of the permanent cautery hook instrument snapped off and fell inside the patient. The surgeon was able to retrieve a small round plastic disc and brown plastic piece. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed one distal clevis ear broken off at its base on the conductor cap side. The conductor cap is cracked at its hole feature and the extruded boss feature on the yaw pulley that mates with the hole feature on the conductor cap is broken off, allowing the cap to dislodge. The broken distal clevis ear piece and detached conductor cap were returned with the instrument. No other damage was found. On (B)(6) 2010, the initial reporter indicated that although the extended boss feature was not retrieved, the surgeon felt that it was most likely suctioned along with the fluids due to its size.